Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a device check post ventricular tachycardia (vt) ablation procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) was noted to have recorded a battery depletion message and was emitting beeping tones. Engineering analysis of device memory noted the presence of 129 magnet applications that coincided with the procedure. Further analysis noted the device battery was recovering. Technical services (ts) discussed clearing the message with a programmer and assisted a health care professional (hcp) with clearing the message. No adverse patient effects were reported. This product remains in service.